Event description:
It was reported to philips that the display was scratched and gouged. Whether or not the device was in clinical use at the time is unknown, but no adverse event to patient or user was reported.